Manufacturer narrative:
Device evaluated by manufacturer the device was returned for analysis. Device analysis revealed that the device showed 2 kinks. The 1st kink was approximately 4.5cm from the tip and the 2nd approximately 5.5cm from the tip. There was also a side hole damaged at the 4.5cm location. This device was checked on a calibrated led micrometer and the od was within product specification. The device was also inserted into a 5fr introducer sheath and the device did enter the sheath but due to the damage it did have some restriction. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that catheter removal difficulty occurred. An impulse guide catheter was selected for use. During the procedure, the impulse guide catheter was inserted into the patient's body. However, without further maneuvering, the impulse guide catheter was twisted inside the ventricle, thus, it was not possible to perform ventriculography and the impulse guide catheter had encountered difficulty to remove from the introducer sheath. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that catheter removal difficulty occurred. An impulse guide catheter was selected for use. During the procedure, the impulse guide catheter was inserted into the patient's body. However, without further maneuvering, the impulse guide catheter was twisted inside the ventricle, thus, it was not possible to perform ventriculography and the impulse guide catheter had encountered difficulty to remove from the introducer sheath. No patient complications were reported and the patient's status was stable.